Manufacturer narrative:
The reported complaint of "the autopulse platform ( (B)(6) ) displayed fault 41 (patient temperature sensor failure)" was not confirmed during functional test but was confirmed during archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. Nevertheless, the temperature sensor was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. During visual inspection, a cracked front enclosure and bent battery lock were observed, unrelated to the reported complaint. The observed physical damages appeared to be the characteristics of user mishandling. The front enclosure and battery lock were replaced to address the issue. Also unrelated to the reported complaint, a sticky clutch was found. The impact of a sticky clutch was not severe enough to make the platform non-functional. The cause for the sticky clutch could be due to normal wear and tear. The autopulse platform was manufactured in 2015 and is 8 years old, past its expected service life of 5 years. The clutch plate was deburred to address the observed problem. The archive data review indicated multiple fault 41, thus confirming the reported complaint. The autopulse platform passed the initial functional test without any fault or error and the reported complaint could not be reproduced. Nevertheless, the temperature sensor was replaced as a preventive precautionary measure. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with (B)(6).

Event description:
The customer reported the autopulse platform ( (B)(6) ) displayed fault 41 (patient temperature sensor failure) that cannot be cleared. No additional information is available. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.